Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product type: programmer, patient; product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type: catheter; product ID 8596sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a subdural hematoma. A MRI was done on 2012 (B)(6). A motor stall was confirmed on the attention dialogue box. The physician interrogated the pump the morning after the MRI (2012 (B)(6)). The pump logs were read later in the day and a motor stall recovery message was present. It was noted that the pump was working correctly. The patient underwent a procedure to repair the subdural hematoma. The patient outcome was reported to be recovering from the spinal procedure and doing well. The device system was used to deliver hydromorphone (dilaudid), clonidine, and bupivacaine (marcaine).